Event description:
Customer states the lancet protrudes from the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where issue discovered.